Manufacturer narrative:
Device passed displacement test .pump alarmed motor error during basic occlusion test due to detached end cap noted. Unable to verify a33 error or prime/fill anomaly due to motor error.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a compromised force sensor system alarm and insulin was squirting out during manual prime. The device was not bumped or dropped and the drive support cap appears to be normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.